Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-jun-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the customer requested an incorrect medication, which caused the override code to be rejected. The technical support specialist guided the customer to locate the transaction in medical prescription verify and modify it to an approval. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower override code was rejected. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.